Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional field information, arthrex was able to determine the most likely cause. The most likely cause of the reported failure is user error, including improper bone preparation and/or the angle of insertion is not coaxial with the previously prepared bone socket. These factors may have contributed to the malfunction or compromised the integrity of the implant during the procedure.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07/01/2025, a sales representative reported via email that (qty. 3) of an ar-2923bch suture anchor biocomposite hip pushlock eyelets consecutively broke off during implantation. The issue occurred despite the use of proper surgical technique. The threads on the affected anchors were damaged, preventing reassembly. The case was completed, and no reported pieces broke off inside the patient. This was discovered during a hip labral repair procedure on (B)(6) 2025, with no reported patient harm. Additional information has been requested on 07/10/2025.